Event description:
During a period of a month this spring, we discovered four (4) leaking stryker pain pump ii models after placing on patients. This has become an ongoing issue with the pain pumps. They are leaking at the seams.====================== manufacturer response for pain pump, pain pump ii======================the sales rep said to underfill the reservior to prevent leaking. We do not see this as a viable solution to the issue.